Manufacturer narrative:
On 09-may-2018 an update was provided that the inflamed foot was not related to the omnipod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's inflammation. No lot release and sterilization records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
The patient reported that the pod generated a hazard alarm and he did not have a spare pod with him at the time, which cause his blood glucose to reach between 19 to 20 mmol/l (342 to 360 mg/dl). Hyperglycemia treated by patient with an insulin pen. He also had an inflamed foot that had swollen during the day so he went to the hospital where he was placed on an intravenous therapy of co-amoxi-mepha (3 times a day with 2.2g). There was no further information regarding if the cause of the inflammation of the foot was caused by the pod.